Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching over 500 mg/dl. Reportedly, the cause was due to non-tandem infusion sets becoming kinked. The infusion set brand and manufacture was not provided. Customer addressed bg level with manual injections. Multiple follow up attempts were made to obtain additional information, however, a response was not received.